Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one incident of miscommunication with the controller on (B)(4) 2015 at 18:15:58. No power disconnect alarms were recorded in the alarm files. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. However, the reported event could not be duplicated at the bench level. Given the communication issue that was found during log file analysis, it's possible the patient experienced several communication errors that may have contributed to the reported event. The most likely root cause of the reported event can be attributed to a communication error between the controller and the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Battery has not been received.

Event description:
It was reported that during a routine visit when the battery was fully charged and connected to controller power port 2, it would alarm and connect to power port 1. The battery was replaced with no reported effect on the patient. Investigation is ongoing.